Event description:
On (B)(6) 2013, at (B)(6) the customer reported that for the twin roller pump (article number: 70104.3287, serial number: (B)(4)) the pump stopped working and "safety-s" was displayed on the pump screen. They could not get the error to go away. The machine was turned off and on, but the issue was not resolved. They swapped the twin pump out with another pump and the new pump worked. The original twin pump also worked in the hl20 it was installed into. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device; (B)(4). Maquet provides product failure investigation, analysis, and resolution for the device described in this report. The device was not returned for investigation and no service was performed. (B)(4).